Manufacturer narrative:
Unknown/not applicable, as there is no patient contact. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded dib00 intraocular lens haptic was bent/broken during handling. There was no patient contact and the lens was not inserted. No other information is available.

Manufacturer narrative:
Additional information section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 6, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge and that the lens was overridden by the plunge rod. The cartridge tip could be observed to be damaged in a way consistent with a handpiece that was dropped. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint or observed issues. The lens was removed and cleaned, revealing damage to the lens consistent with a lens that was overridden inside of a cartridge. Conclusion: the complaint issue of ¿dc-haptic damaged¿ was not confirmed. The observed ¿dc-lens damaged¿ is similar to the reported complaint issue. However, based on the complaint investigation results, the observed issues during product evaluation could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.